Event description:
Caller reported a cartridge alarm that did not adversely impact blood glucose levels. No blood glucose fluctuation indicating adverse effects was noted. Technical support decided to replace the pump as a resolution. The caller would be using multiple daily injections as a backup therapy while waiting for the replacement pump. Cts ensured that the caller understood the need to put the pump into storage mode, return it within ten days, and that the replacement pump would include updated software. The caller was informed about programming the replacement pump and connecting their cgm. The pump was confirmed to be under warranty and a replacement was sent without requiring a signature upon delivery.